Manufacturer narrative:
No product was returned for evaluation, and no device malfunction was reported. We are unable to confirm if the patient was wearing a pod at the time of the event and cannot determine product involvement.

Event description:
A clinical services manager called to report that a patient was hospitalized after giving herself three maximum boluses "seconds apart" and then injecting herself with 30 units of humalog insulin. The clinical services manager stated that it was believed to have been a suicide attempt. Prior to this, the patient's blood glucose levels were normal. The patient's parents had rushed her to the hospital for treatment. No further information was available at the time of the call, and the mother was not available because she was with her daughter. No specific blood glucose results were given. The clinical services manager reported that she was not sure if the customer was wearing a pod when she arrived at the hospital.